Manufacturer narrative:
(B)(4).

Event description:
It was reported that low r wave sensing and high capture thresholds due to lead dislodgement were observed. The lead was repositioned. The patient was asymptomatic and was stable before, during, and after the event.